Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacement of related hardware components (axiem portable system and mobile field generator) the system was functioning as intended.. The system passed the system checkout and was found to be fully functional. The axiem portable system and mobile field generator was returned to the manufacturer for analysis. Analysis found that the field generator was responsible for the error. The axiem unit was connected to a test system with the ent application. Test system reported that the axiem box, and emitter was showing a communication error. Under transmitter coil drivers at over current em interface reported a fault on amp a, b, and c. The 12 volt supply did not show an ok, or a fault. The field generator caused the computer to lock up when it was plugged in to the axiem. Analysis found that the reported event was related to an electrical issue. The axiem portable system was returned unopened and unused.

Event description:
Medtronic received information that an emitter/localizer not connected message was given when the emitter cable was plugged in. The rep stated that the blue stress relief was noticed to be slightly unscrewed and loose. He tightened the threaded part and plugged in the cord. Still no connection. Opened emitter details button and saw very fast flickering of the entire details pop up. Emitter (in red) and axiem box (in green). Could not get localizer to connect. Eventually disconnected and reconnected axiem communication and power and the axiem box bar read: fault - communication error (in red). He then rebooted with axiem box connected and was able to launch cranial software, but unable to activate any surgeon. The mouse would physically click, but no activity on the software. He did a hard shutdown, disconnected the axiem box when powered off, and restarted. As long as axiem box was disconnected he had full activity of the software. He launched optical and axiem procedures under three different surgeons and all worked fine. While still powered up, he then connected the axiem box and immediately lost all ability to drive the software with the mouse. It seems that connecting the axiem box causes the software to lock up. He tested optical use of the stealth and found no issues. There was no reported impact on patient outcome.